Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the surgeon performed a shoulder irrigation and debridement with washout for an infected shoulder. During the procedure the surgeon decided to replace the insert and glenosphere. Once the physician got in to the shoulder it was intended on taking out all of the components but none of the components were loose. After removing the insert and glenosphere the physician then decided that the stem and baseplate were well fixed and they were not taken out. The physician then decided to put in a new glenosphere and a new insert, washout the shoulder and close.